Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5685212 on 2/15/2019, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device has been completed by the failure analysis lab on 3/19/2019. Device evaluation summary: it was reported that a 39-year-old female underwent breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis and experienced left sided deflation post procedure. A loss in volume of the implant with no accompanying adverse events was noted. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 350cc saline prostheses was performed.